Event description:
It was reported that a medfusion® 4000 syringe pump had an invalid configuration. No injury was reported.

Manufacturer narrative:
One medfusion¿ medfusion® 4000 syringe infusion pump was returned for analysis. The customer's reported problem was "invalid configuration". Visual inspection revealed pump to be in very good physical condition. Inspection of the pump's event log revealed no entries. What caused the reported problem was an incomplete process of upload from base to head of pump. A customer network system software download to the pump was not completed (base to head) because the customer shutdown the pump before completion of the software update. Customer ignored pump displayed instructions not to turn off pump until software update. Who caused the reported problem was the customer.